Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the belt ecgs are non-functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ecgs non-functional ) has been confirmed. Upon investigation, the electrode belt failed incoming functionality testing. The cause for the failure was isolated to a cut between the distribution node (dn) and ECG c that severed the green (belt dischg) and blue (+5v) wires. The root cause for the open wires could not be positively identified, but was likely physical abuse. No adverse event resulted from the open wires.